Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The anesthesia control board was replaced. No report of patient involvement. (B)(4).

Event description:
The hospital reported that the unit was alarming, indicating unable to read oxygen and air pressures. There was no report of patient involvement.